Event description:
While counting prior to patient being brought into the room, I noticed a dark spot on the third raytec as the scrub was counting them. We stopped and looked closer to see it looked like black ink, about the size of a fingerprint. We broke down the entire table and replaced supplies and instruments prior to getting the patient. A delay code was put in the chart and the pack of raytecs were given to quality. Photo attached to report.